Event description:
As reported by our canadian affiliates, during implant of a 29'mm sapien'3 ultra resilia implanted in the aortic position by transfemoral approach in a patient with severe aortic insufficiency, the first valve was deployed at an 80:20 position but subsequently migrated to a more ventricular position after successful deployment, resulting in severe insufficiency. A second 29'mm sapien'3 ultra resilia valve was then successfully deployed within the first in a slightly higher position, and no paravalvular leak was observed after the second deployment. The patient remained in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for an update to the h6 codes. The following sections have been updated: b4, g3, g6, h2, and h11. Correction to h6. The previously submitted investigation results remain unchanged.

Manufacturer narrative:
A supplemental MDR is being submitted for completion for the investigation. The following sections have been added: a3, b4, b5, g3, g6, h2, h11. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that that known off-label use could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
As reported by our canadian affiliates, during implant of a 29 mm sapien'3 ultra resilia implanted in the aortic position by transfemoral approach in a patient with severe aortic insufficiency, the first valve was deployed at an 80/20 position, but subsequently migrated to a more ventricular position after successful deployment, leading to mild to moderate paravalvular leak and a severe insufficiency, as the valve was interfering with the function of the anterior mitral leaflet. A second valve was successfully implanted in 80/20 position within the first valve to prevent any further migration. The aortic regurgitation was treated with a satisfactory result, however, the ventricular position of the first valve continued affecting the performance of the mitral valve, which was, as a result, regurgitant. With very little hemodynamic reserve, it was decided that the patient would not be able to tolerate the mitral regurgitation. Consequently, three days after valve implantation, surgery was performed, and the two sapien 3 ultra resilia valves in the aortic position were explanted and replaced with a non-edwards valve. Finally, the patient was discharged.